Event description:
PICC kit obtained. PICC place in critically ill infant with limited IV access. When needle attempted to peel away, broke and inserter needed to obtain forceps to attempt to manually peel away needle. The inserter was able to do this without compromising the PICC and the line was successfully placed.this facility has had similar events on other patients with this product. Staff inserting these lines are very familiar with the product & have extra training in the insertion of the line. There has been approximately one or more similar events per month with this device over the last several months. The manufacturer has been notified and product has been returned to them for testing. The cause of the problem remains unknown. Staff are following the manufacturer's instructions for use of this product.